Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was used to treat a non-tortuous, non-calcified lesion with 75% stenosis in the mid circumflex. The lesion was not pre-dilated initially. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. The stent failed to cross the lesion and after multiple attempts it was decided to remove the stent in order to pre-dilate the lesion. It was reported that when removing the stent through the 6f sheath the stent dislodged. The dislodged stent was removed. The lesion was pre-dilated using a 2.0x20 mm balloon and another stent of the same size was deployed successfully. No further patient injury reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent dislodged during delivery. The lesion was pre dilated again with a 2.0 x 20mm balloon and then was re stented. The dislodged stent was removed. No patient injury reported.